Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a urology catheter. The customer reports that 3 days after the device was applied, it was found on the floor close to the patient bed. The small balloon was deflated and the tip seems to be missing on the small balloon track. There was no consequence for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
The customer reported lot number 46619 to the manufacturing facility; however this lot number does not exist within the manufacturer¿s lot numbering system. Based on the report indicating that the small balloon was deflated and the tip seems to be missing on the small balloon track, it appears that the balloon did fragment and this reported condition is determined to be a burst balloon. Since the sample was discarded and no sample was available for return, the reported condition could not be confirmed. A device history record (DHR) could not be reviewed since the information of lot number is unavailable. As part of manufacturing process, only batches that passed and manufactured according to the device master record are permitted to be released. No deviation was noted and all quality control inspection had been fulfilled prior to the release. Since the sample was not being received for evaluation, the reported condition could not be confirmed. An actual root cause for the reported condition could not be determined. Many factors can contribute to a burst balloon incident, either attributed to a manufacturing or an end user issue. The possible root cause for a burst balloon is the use of a petroleum based chemical during the handling of the catheter. A petroleum based chemical can cause rubber properties to become deteriorated and rupture. An overinflated volume used to inflate the balloon can also cause this condition. A balloon burst can also happen if the balloon has a weak spot within the inner layer of the latex dipping. Since no negative trend exists, a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This complaint will be reopened if the sample received. No further action required. This complaint will be recorded for tracking and trending purpose.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.